Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-05 additional information was received from the manufacturer representative. The rep reported that the infection was first noticed on (B)(6) 2025, the day of the explant. The rep repeated information about the patient's reported allergy to gold and the subsequent information request concerning the components of the ins. The issue was stated to be resolved. The patient's indication for use was reported to be urinary incontinence.

Manufacturer narrative:
B3: event date is asked, unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had to have their system fully explanted due to an infection (date unknown). However, the patient had also brought up the possibility that they may have had allergies to the system. The caller asked for materials for the device specifically. Technical services (tss) sent the rep ins implant manual. The caller was notified about this event about 2 months ago and didn't have any patient information to provide at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) on 2026-mar-04 . The rep reported that the doctor informed them that the patient had developed an infection, requiring the removal of the device. On the day of the explant, the patient reported a mild allergy to gold which was why the healthcare provider (hcp) referred them to an allergist for confirmation, and the allergist subsequently requested the specific components of the device.